Manufacturer narrative:
Initial reported phone number: (B)(6). The device was not received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit and a prismaflex m100 set, ¿access extremely negative¿ alarms were generated and air in the access line was observed. The treatment was ended and the extracorporeal (ec) blood was not returned to the patient three times. There was no report of patient injury or medical intervention associated with this event. No additional information is available.